Manufacturer narrative:
Date of birth: (B)(6). Sex/gender: the patient's sex (female) was entered in the initial MDR report. New information indicated that the sex of the patient is male; therefore, the correct patient's sex ''male'' is captured in this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product remains implanted. There were 2 surgical videos provided for assessment. For the video tagged 20171218 pea+iol (phacoemulsification and aspiration)¿ review of the video did not reveal any observable pc (posterior capsule) tears or surgical complications. The video clip was reviewed at least 4 times. The pc appeared to be intact upon ac fill with ovd (i.e. The chamber deepened) and subsequent iol insertion showed no indication of a pc tear as well. There was no iol decentration, tilting, or any suggestive findings that could be associated with a pc tear. Overall, no complications were observable. For the video tagged 20171220 ¿ review of the video did show an occurrence of pc tear and subsequent intraoperative iol explant. Assessment for potential causes of the pc tear are as follows: the procedure was uneventful in the initial stages/steps of the surgery. Phacoemulsification of the cataractous lens appeared to have proceeded without observable issues. Pc was intact in the initial stages of the I/a (irrigation/aspiration) step, it is however worth mentioning that the I/a tip was moved under anterior capsule under the cover of the iris up to a point where the port of the I/a tip was not visible around the 9-11 clock hour (starting approximately at the 4:54 time point), in what appeared to be a polishing of the capsule step. The subsequent filling of the ac (anterior chamber) with ovd (ophthalmic viscodevice) also indicated no signs of a pc tear at that time (i.e. The ac chamber deepened as expected, it would likely not have done so if there was a relatively significant pc tear). The insertion of the iol by the surgeon after the I/a step also indicates that there was no clinical indications of a pc tear around this stage of the procedure. As the iol insertion process was underway, at approximately the 5:32-33 time point, as the iol was starting to unfold, a pc tear was observed, in the same general area (9-11 clock hours) where the I/a tip was noted to have not been visible earlier. It is unclear if the pc tear was initially undetectable from the noted time point in the I/a step when the tip¿s port was not visible under the cover of iris given the initial manifestation of the pc tear in the video during iol insertion is the exact same area where there was no direct visualization of I/a tip port from the prior I/a step. The iol by itself is unlikely to have caused this given the nature of both the material and design of the iol edges amongst other considerations. Although the root cause of the occurrence of pc tear in the 2nd video could not be conclusively determined from the 2nd video, no direct causality to the occurrence of the pc tear could be elucidated from the use of the products involved. The reported complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The surgery video was provided. The video was evaluated, it was observed that the surgery procedure was performed as required, the video does not identify a cause for the rupture of the capsule as was reported. Manufacturing records review: the manufacturing process record (po) was not evaluated since the serial number was unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The serial number was not provided. The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's posterior capsular ruptured immediately after implanting a pcb00v intraocular lens (iol). Reportedly, ''it was small cracks and the wound was closed as it was (without vitreous surgery). The outcome after surgery went well. No additional information was provided.